Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported the arterial blood pressure value obtained from a disposable pressure transducer was inaccurate during use. The arterial blood pressure value was 100mmhg different from the expected value. The actual value on the monitor and the expected value are unknown. The system was zeroed before use. It is not known whether the customer performed any other trouble shooting, whether patient was treated based on the incorrect value, which patient monitor was used or if an error message was observed. There was no leak, occlusion or kink noted. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One single dpt-vamp flex kit with an IV set and pressure tubing were returned for examination. The reported event of pressure measurement issue was confirmed. No leakage was observed throughout the kit during leak test. The dpt zeroed but did not sense pressure accurately on a pressure monitor. The dpt sensed (94 mmhg) when 50 mmhg pressure was applied, and (183 mmhg) when 100 mmhg pressure was applied. The pressure monitor showed ¿out of range >320 mmhg¿ error message when 300 mmhg pressure was applied to the dpt. Electrical testing showed that both input and output impedance were within specifications, but the input impedance was low and close to the limit. The backplate of the dpt was opened and small drops of liquid were observed on the sensor chip. Indications of a short circuit or corrosive condition was observed on the sensor chip. After the small drops of liquid on the sensor chip were wiped, the dpt sensed the pressure accurately. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. A review of the manufacturing records indicated that the product met specifications upon release. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Pressure readings should correlate with the patients clinical manifestations. In this event, there was no compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The complaint investigation assessment concluded that the reported event corresponds to a third party supplier (fong). A supplier notification was sent to inform them of this event.